Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case it was reported that a second device, a 26mm transcatheter valve, was implanted in the mitral position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately six (6) years and eleven (11) months. The operative report indicated the reason for reoperation was due to severe mitral regurgitation and severe mitral stenosis.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.